Event description:
It was reported that before an unknown procedure today the handpiece gave an error code 3. Another handpiece was used to do the procedure. No patient consequence. Handpiece will be returned.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. During the continuity test, an outgoing message was displayed: "failure between pin 2/jack 1 and pin 1." The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.